Event description:
On 9/8/199, the distributor's president informed the manfacturer's (MFR) sales representative of the following: on 9/7/1999, rep was present at the facility for the procedure. The device was pulled for the case and unsealed in the or where it was discovered that the 18ga introducer needle was missing. When it came time for device placement, the surgeon requested a replacement and asked that the device in question be returned to the MFR. No further details were provided.